Event description:
It was reported that the cadd administration set had leaked at the filter site. The product problem occurred during patient use. This product problem did not cause or contribute to a adverse patient health effect.